Manufacturer narrative:
(B)(4). The device was manufactured in 2001. The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no failures or malfunctions that could cause or contribute to the reported death. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. During internal and external inspections, no anomalies were found. The pneumatic system was verified and all pressures were determined to be correct and stable. No leaks were observed. Device passed seal, purge & wet disposable integrity tests. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service area for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death and had no previous history of cardiac failure or disease. The patient was not performing pd therapy on the homechoice at the time of death. The cause of death was cardiac arrest. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.